Event description:
Device report from synthes USA reports an even in the (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) procedure on an unknown date. Approximately two (2) weeks postoperative, it was discovered that the implanted philos plate had dislocated and one of the locking compress plate (lcp) screws had loosened. A revision procedure then occurred on (B)(6) 2015 during which the implants were removed. The patient is currently able to move his arm and is doing ¿relatively good.¿ the surgeon is making a new plan for the patient¿s care, which may include prosthesis. (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the philos - proximal humeral plate was received with the threaded screw holes showing signs of use, the thread flanks and the plate surface are partially scratched. The locking screw presents signs of use as well; the thread profile of the screw head is flattened. The review of the production histories revealed that both implants were manufactured according to the specifications (241.901 in november 2014; 212.134 in march 2011). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. All described nonconformities are post manufacturing. In addition the accompanying x-rays were reviewed and the screw loosening could be confirmed. Since the specific circumstances and user technique at the time of the implantation are unknown the root cause could not be definitely determined. There was no indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The exact date of plate dislocation is unknown, but occurred approximately two (2) weeks after implantation. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: march 4, 2011. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.